Manufacturer narrative:
Reported event. An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results product evaluation and results: evaluation: front pivot handle grip clamp- missing screw; reported condition confirmed: yes. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Finshed cutting during the tka and we were starting to trial. The scrub tech found a screw on the drape and asked where it came from. When I inspected the mics power I noticed we were missing a screw on the bottom of the power. All but one screw was intact. We did not see anything left inside the joint. Case type / application: tka 2.0.